Manufacturer narrative:
(B)(4). D10: item# 42542007901; lot# 64960930 item# 42504607001; lot# 64620016 item# 42560007514; lot# 65028876 item# 42556607010; lot# 64628788 item# 42556607010; lot# 64783312 item# 42556807005; lot# 64859452 item# 42545000508; lot# 64629414 item# 42540200035; lot# 65335632 item# 42512601014; lot# 64403866 item# 66022663; lot# 60041062 item# 66022663; lot# 60041062 item# 66022663; lot# 60041062 item# 66022663; lot# 60041062 item# 66022663; lot# 60041062. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately one (1) year and nine (9) months post-implantation due to loosening of the implants and reported pain. The implants were found to be loose but well-adhered to the cement mantle. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: h6: proposed component code - mechanical (g04) - stem. No product was returned. Photograph provided shows explanted devices showing bony in growth on it. X-rays provided were reviewed and not submitted to mmi at this time as they are undated and it would be difficult to correlate to the onset of the alleged loosening and loosening can be difficult to assess from a single time point image. Review of device history records identified no related deviations or anomalies during manufacturing for all the reported devices. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.